Event description:
After placing the fse, we had to open 3 separate packages of the fse leg pads and none of them would stay snapped into the fse lead. Eventually, we taped the lead to the leg pad with large epidural tape, which secured the fse leg pad to the lead.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 11 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. Customer complained that "after placing the fse, we had to open 3 separate packages of the fse leg pads and none of them would stay snapped into the fse lead. Eventually, we taped the lead to the leg pad with large epidural tape, which secured the fse leg pad to the lead." No sample, no photos. Lot number was provided. Failure cannot be confirmed, root cause cannot be determined. This same lot has been investigated in 2022. Failure mode is loss of adherence, possible causes manufacturing issue, or due to use after expiry date. Reviewed tracematrix 10000001433_leg attachment pad_traceability matrix_rev08, which contains specification mic-legpad-prs-33 leg attachment pad shall meet the adhesive and performance characteristics requirements after 18 months of shelf life. The expiry date for lot 315739 was 2024-04-09, manufactured in 2022-11-10, thus 4 months old during the event. Reviewed sha - rmf-hl-0060 - ob monitoring products - leg attachment pad - rev06 - 08-feb-2024. Closest risk could be sha-hl-0060-lap-010 problem associated with lack or loss of adherence between leg attachment pad and skin intended to be joined together by an adhesive; inability to deliver fhr / deliver incorrect fhr; leg attachment pad adhesive not strong enough

Event description:
After placing the fse, we had to open 3 separate packages of the fse leg pads and none of them would stay snapped into the fse lead. Eventually, we taped the lead to the leg pad with large epidural tape, which secured the fse leg pad to the lead.